Event description:
The customer reported that the battery in his insulin pump was requiring replacement every few days. The customer's blood glucose was between 45 to 200 mg/dl when the issue began. Troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.